Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia after a hospital stay and noted an insulin smell at the infusion site without an identifiable leak or bent cannula; the user performed a site-only change with agent guidance, and glucose readings were elevated on fingerstick and sensor while using an inset 6 mm, 23 in infusion set. Symptoms included hyperglycemia and nausea. Outcomes included no health consequences or lasting impact. Investigation included a review of information provided by the user and communication-based interviews. Investigation of this case revealed no specific findings and insufficient information to determine a device-related problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.